Manufacturer narrative:
The manufacturer previously reported in general information with wrong date in date due section and the become aware date section which should have been 12/14/2021. The manufacturer previously reported manufacturing information with wrong date in date received by mfg section which correctly updated with 12/14/2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104963) alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged liver and eye problem. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.